Event description:
Procedure: lap chole. Reportedly, the clip applier did not open properly, while already applied to the cystic artery. The 5mm clip applier had to be cut out of the patient, it would not open or come off the cystic artery. No patient injury reported.